Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported that the patient thought their ins battery was low because the level was at 2.68 volts but had not yet seen the low battery/elective replacement indicator (eri) message yet. The patient stated when they first turned the device on, it showed 2.69 volts but then it quickly went to 2.68 volts. They mentioned that the last time someone programmed the ins was a couple of weeks ago and then noticed an ¿a¿ on it which meant the patient was on program a (this was confirmed to be normal routine programming with ¿no issues at all¿). With assistance, the patient checked the ins battery level with the programmer and it showed it to be on, ¿ok¿, a, and at 3.5 volts. It was also confirmed battery level was at 2.68 volts. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating the patient was advised by their healthcare provider (hcp) to make an appointment for a battery replacement. It was replaced on (B)(6) 2018. No cause was determined, however a cause speculation by the patient was the age of the battery. The issue was now resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp). It was reported that the depletion was not normal and the device was replaced on (B)(6) 2018, and was nearly 4 years old. The hcp reported that the patient's current device was working fine. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the battery was explanted and replaced. It was noted one was kept by the medical center. They had no additional information.